Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated/high stimulation threshold the day following the implant procedure. It was also noted the ventricular lead did not "seem to stimulate" and that the position of the rv lead was not correct for stimulation. The rv was repositioned and remains in use. The patient is a participant in the panorama ii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).